Event description:
It was reported that during an implant procedure, there were multiple attempts to retract and extend the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent, and blood was found in/on the helix/lobe mechanism. Blood/body fluid was found on the proximal conductor (not obstructed), which was also distorted. The outer insulation was breached cut and the lead appeared to have been damaged at implant.